Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint allegation is confirmed based on the photo provided by the reporter. Visual inspection revealed the suture is cut. The most likely cause of the reported failure can be attributed to user error due to excessive force used during suture pulling.

Event description:
On 3/29/2023, it was reported by a sales representative via email that the tensiontight locking button from an ar-2350 knotless tensiontight button implant system is cutting the number five fiberlink sutures once the button is flipped and tensioned. This was discovered during a proximal bicep repair procedure on (B)(6) 2023. The button was left inside the patient, and the sutures were removed. Additional information received on 12/11/2023: the button was not implanted, and the case was completed using an ar-2290 proximal tenodesis implant system. Other than the sutures, nothing broke inside the patient.